Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false negative result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use with cartridge lot 19851e, cartridge serial number (B)(4), and cue reader serial number (B)(4). The same day, the customer tested positive with an abbott binaxnow antigen test by sampling their cheek, gum, then nasal swabbing. On (B)(6) 2022, the customer reported an unspecified pcr test result was pending; result, date and pcr test manufacture are unknown. The customer had covid-19 symptoms and known exposure to a family member with covid-19. The customer confirmed the cartridge storage and cue covid-19 test sample was collected per the instructions for use.